Event description:
It was reported that stent damage occurred. A synergy megatron mr ous 3.50 x 20mm was being used for treatment. During the procedure, longitudinal shortening was discovered on the proximal part of the stent. The stent was still able to be implanted, and the procedure was completed successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: the device was not recieved for analysis. Media was recieved for analysis. A review of the media provided could identify the alleged stent deformation, as the images provided showed stents deployed and overlapped in the lm/lad/lcx with the lm to lad stent noted to be deformed in its proximal region following postdilation. This deformation occurred not immediately post deployment but following postdilation with a short dilation balloon as per event description longitudinal shortening on the proximal part of the stent was noted following a pot (proximal optimization technique) with non-compliant balloon 4.5x8mm.

Event description:
It was reported that stent damage occurred. A synergy megatron mr ous 3.50 x 20mm was being used for treatment. During the procedure, longitudinal shortening was discovered on the proximal part of the stent. The stent was still able to be implanted, and the procedure was completed successfully. No patient complications resulted due to this event. It was further reported that the lesion was prepared with pre-dilation using 3.5x15mm non-bsc balloon catheter. The lesion was 50% stenosed, moderately calcified and moderately tortuous.